Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device; as a result, the c-cover was burnt. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU) bf type 160 series operation manual chapter 3 "preparation and inspection" IFU provides the points of attention for use of high-energy endo therapy accessories in ¿bf type 160 series operation manual chapter 4 "operation" 4.2 using endo-therapy accessories¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the plastic distal end cover of the device had a burned mark. The customer's originally reported issue of inability to reprocess was not confirmed. The following additional findings were also noted: bending section cover glue separated, angulation was below the specified value, and angulation play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not reprocess their evis exera bronchovideoscope device due to unspecified reasons. Upon the receipt and inspection of the returned device on 14oct2023, it was discovered that the plastic distal end cover was burned. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.